Manufacturer narrative:
(B)(4). The cause was determined to be a false empty detect and use error, the minimum drain volume percentage was set too low. The homechoice / homechoice pro apd systems trainer¿s guide provides a warning, ¿if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the presence of the high drain alarm. Multiple short simulated therapies were performed and passed successfully. No abnormalities were identified during internal and external inspection. A check of the pneumatic system found the pneumatic system working to specifications. The device passed all of the functional rite (returned instrument test evaluation) electrical and functional testing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a high drain 106 alarm that occurred during drain six while using the homechoice (hc) machine. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The hp did not feel overfilled or have any symptoms. The technical service representative (tsr) arranged for a swap of the machine. The tsr advised the patient to use continuous ambulatory peritoneal dialysis until the new machine arrived. There was a patient involved, but no patient injury or medical intervention was associated with the event. No additional information is available.